Manufacturer narrative:
The report of a pca pump rear case issue is confirmed based on the class iii field correction. Customer issue was corrected by replacement of the rear case. The device is used for treatment purposes a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference. (B)(4).

Event description:
Model 8120 handle right pca (4). Handle- damaged/cracked. It was reported that the customer is replacing handle right pca. There was patient involvement.